Event description:
Reporter calling regarding false/misleading advertising on the novapen junior. An advertistment in the march issue of "diabetes forcast" indicates that the novapen junior can deliver 1/2 units of insulin, a flexible delivery system. The ad does not say that it can deliver 1/2 units after the first unit. The pt at times requires 1/2 units and is very sensitive to the amount of insulin received. Initially the reporter's pharmacist called the MFR and was told system would deliver 1/2 units (about 1 week ago). Reporter noted discrepancy in the advertisement, called MFR for clarifiction and was told "you just wanted to hear what you wanted to hear." Reporter asked to speak to a supervisor, the call was disconnected ("hung up") and the reporter was not able to get through on subsequent calls. No report was taken by MFR. Reporter concerned about potential risk of over administration of insulin, misleading advertisement and the "hostile manipulation" by MFR rep during phone call.